Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, packs were missing the venous bag, labels, and the terumo stamp. There were three occurrences of this event. The even did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; however, the complaint was confirmed. The pack was built according to specification which is custom designed by the user. The bags were not requested in the specification. Terumo is working with the customer to determine their preference of inclusion of the bags in their packs. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending , and f/u. (B)(4).